Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted .evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found.

Event description:
It was reported that the lead was opened not used because the helix would not retract all the way back into the protective lead tip. Therefore, the lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.